Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. It is possible that interaction with the anatomy resulted in the reported stent dislodgement however this cannot be confirmed. As reported, a dissection occurred and another xience xpediton was deployed over the dislodged stent to cover the dissection and embed the dislodged stent to the vessel wall. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed and mildly tortuous vessel in the proximal left anterior descending (lad) artery. Upon inflation of the balloon of a 3.0x48mm xience xpedition stent delivery system (sds) at the target lesion, the stent dislodged and was hanging in the lumen. It was noted that a dissection occurred. Another 3.0x48mm xience xpedition was deployed over the stent to cover the dissection and embed the dislodged stent to the vessel wall. There was no adverse patient sequela and there was no reported delay in the procedure. No additional information was provided.